Event description:
Customer reported she was hospitalized on (B)(6) 2014 for high blood glucose. Her blood glucose was 932 mg/dl when admitted. She was having lows as well. She was treated with an insulin pen. Customer had diabetic ketoacidosis and hypertension. The doctor stated he does not believe the insulin pump was the cause of the highs. Customer stated she does not feel safe using the device. She is waiting for her trainer to get back from surgery. Customer's current blood glucose is 102 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).